Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. The iipv event was discovered while reviewing the patient¿s treatment records for an m41 patient sensors too high warning. It was noted that during the patient¿s first cycle, the patient drained 4204ml which is 211% the patient¿s fill volume of 1996ml. The patient cancelled their treatment after being unable to bypass the alarm. The patient was advised to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient did not develop any symptoms or require medical intervention as a result of the iipv event. The cause for the iipv event was unknown. The patient had manual supplies to complete their treatment without the cycler. Upon follow up with the patient¿s peritoneal dialysis registered nurse, it was verified that the patient did not have any other high drain volumes or potential iipv events around this time. The patient received a replacement cycler and was able to continue with their treatment without complications. Additional information was requested but is unavailable.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Upon initiating a simulated treatment on the cycler, the machine alarmed with a ¿heater bag not detected¿ alarm before treatment was cancelled. An internal inspection identified that the cause for the alarm was due to fluid within the pneumatic filter. The filter was replaced and a second simulated therapy was initiated and completed without further complications. The weighed fill volume values were found to be within tolerance. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration evaluation was performed with no issues noted. It was also identified that there was evidence of dried fluid beneath the pump assembly. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. The cause for the dried fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.